Manufacturer narrative:
The report¿s conclusion was that the root cause is environmentally related exposure of the device in the health care facilities which resulted in degradation and embrittlement of the dilator polymer. Teleflex believes there is no manufacturing, material, or processing related cause for this failure mode that would be considered within teleflex¿s control. Since teleflex was not responsible for design validation, accelerated aging, and storage/environmental evaluation of the device post sterilization, teleflex is unable to confirm the complaint.

Event description:
The 09c1500205 sheath tip broken. It was reported that on the incident date ¿a patient was undergoing ureterorenoscopy. During the operation, a 3mm tip of the ureteral access sheath was found missing after use¿. According to the user, no broken part was retrieved/found from the patient body. However, as the missing part was not returned we check with the user about that and the user could not find the missing part. They are not sure whether the part of the access sheath was already lost before using it in the patient. We did not receive patient injury information form the user